Event description:
Reporter alleged the blood glucose device generated a result outside the reading range of the meter. It was stated the meter read "600 something- almost 700" mg/dl. No actions or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement was sent.